Event description:
Customer reported a communication failure inside a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the contact on a fuse and fuse holder. System operates as intended.